Manufacturer narrative:
Results: the pc400 coil stretch resistance wire (sr wire) was fractured. Conclusion: the complaint has been evaluated. The complaint indicated that the physician met resistance while attempting to deliver the coil through a px slim. Evaluation of the returned device revealed a fractured sr wire. This type of damage typically occurs due to improper handling during use. If the device was withdrawn with force against resistance, it is likely that damage such as this may occur. The pusher to the pc400 coil and px slim mentioned in the complaint were not returned for evaluation. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter (px slim). During the procedure, the physician met resistance advancing the pc400 coil through the px slim. Upon retraction, the physician noticed that the coil would not retract with the pusherwire. The physician removed the px slim with the pc400 coil inside. The pc400 was removed and the procedure continued successfully using additional coils. There was no report of an adverse effect on the patient.